Manufacturer narrative:
Event date is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Patient reportedly received a replace generator message. Surgical replacement intervention was performed and therapy was restored.